Manufacturer narrative:
Follow-up #1: date of submission 06/11/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box begins on (B)(4) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Pump returned with the iob set to on duration 4hrs. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. A 10u normal and a 10u audio bolus were successfully performed; the iob status screen correctly read 20u. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Battery cap/cartridge cap were not returned; test caps used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (failure to turn on iob feature on the pump).

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue. The reporter stated that the patient¿s blood glucose (bg) went down to 30mg/dl at the end of the school day. It was discovered that the insulin on board (iob) had not been turned on in the pump. The patient remained on the pump. This report is being made due to the hypoglycemic event the patient experienced that resulted iob not being turned on.